Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 201 mg/dl. Reportedly, the alarm was cleared and insulin delivery was resumed. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support.